Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection and extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient has a "little black string" coming out of the generator incision site. The patient saw the neurosurgeon for consult, who determined the string was the prolene suture used to tie down the generator that was extruding from the incision site. The patient has been referred for surgery to revise the incision site. The surgeon believes the extrusion is occurring due to prolonged underlying infection. The patient's mother noted that the patient has been scratching the incision more frequently in the last few months. Per the physician, the cause of both the infection and the extrusion is patient manipulation, as they think the patient has been picking at the incision site. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No unresolved non-conformances were found. No known surgical intervention has occurred to date. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator was explanted because the sutures were exposed and they did not want to risk infection. No further relevant information has been received to date.